Event description:
It was reported that the gastrointestinal videoscope had error code e217. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the e217 error displayed because the device had reached its maximum number of uses. A review of the device history record found no deviations that could have caused or contributed to the reported issue. See DHR examples as applicable to the investigation results. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer information was provided.

Manufacturer narrative:
Correction: h9 a correction was performed for inadvertently selecting no to h3 instead of yes. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.